Event description:
The hospital reported that during an endoscopic vein harvesting procedure, 2 ports leaked. A third device was used to complete the procedure. No patient complications were reported by the hospital.

Manufacturer narrative:
Investigation details. The short port device was tested as received and the balloon would not hold any air; the valve was misaligned. The complaint "seal leaked" is confirmed. Lhr review was completed, there was no non-conformance related to the failure mode.